Event description:
It was reported that during a prostate procedure, the first "fiber broke." A second fiber was used and it too had "fiber brake". It is unknown if the fiber breaks occurred inside the patient. The case was "cancelled." Patient outcome: "no injury to patient." This report is for the first fiber.